Manufacturer narrative:
Complaint no: (B)(4). The device is reported to be available for evaluation, and a request for its return has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A batch review was conducted and there were no issues detected during the manufacturing process. As the sample was not returned the reported problem could not be verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the yume set for uv flash had leaked at the connection between the uv flash solution transfer set and the yume set. This was noticed after the completion of automated peritoneal dialysis therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time. Report one of two.